Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Troubleshooting indicated that the basal history does not match active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 6/5/2017 with the following results. No delivery interruptions or alarms occurred during the investigation. Unable to duplicate the complaint. Unrelated to complaint, battery compartment is cracked above and below the bumper pad. Audio bolus button cover is torn; still operable. Base crack observed between case seal and keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.